Event description:
It was reported that the procedure was to treat a moderately calcified and stenosed mid right coronary artery. After deployment of a 3.5 x 23 mm xience prime stent implant, there was difficulty removing the balloon through the guiding catheter. The balloon did not refold properly. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Failure to follow steps. Evaluation summary: the device was returned for evaluation. Guiding catheter resistance and poor balloon refold were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: deflate the balloon by pulling negative on the inflation device for 30 seconds. Based on the information reviewed, there is no indication of a product deficiency.